Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Operating currents wasn't performed and motor error alarm wasn't verified due to blank display. However, the motor was tested outside of the device and it passed. No cosmetic damage noted.(B)(4)

Event description:
Customer reported via phone call, the insulin pump would go through batteries quickly and the device alarmed motor error. Customer's blood glucose was unknown. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis.